Manufacturer narrative:
Additional information was received that infection was due to the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial/lot #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an infection at the lead site. Symptoms were fever and drainage at surgical sites. Antibiotics were prescribed. Infection was not device related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the lead site. Symptoms were fever and drainage at surgical sites. Antibiotics were prescribed. Infection was not device related. The patient underwent an explant procedure.